Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead's body pulled away from the lead terminal pin/connector when attempting to remove it from the pulse generator. It was reported that pre-operatively a temporary lead wire had been placed as this patient was pacemaker dependent. There were no adverse patient effects reported as a result of the reported observation. The lead was surgically capped and abandoned and a new lead was successfully placed.